Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root causes could not be determined. It is likely the reported events (no image, b30, e216, and ID function failure) occurred due to breakage/disconnection of the image sensor unit caused by stress from repeated use, external factors, handling, or a failure in the parts mounted on the electrical circuit board such as integrated circuit chips/capacitors. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found damaged charged coupled device unit, the monitor shows a black screen with no image. Due to damage on charged coupled device unit, e216(scope communication error) occurs. No scope identification data. Due to corrosion on video plug, the b30 (scope communication error) occurs.bending section rubber has a scratch. Adhesive on bending section-rubber has a chip. Due to wear of lock engagement, bending section cannot be fixed firmly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus employee reported that the endoeye flex deflectable videoscope produced no image. There were no reports of patient harm.